Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had experienced intermittent power and that the yellow o-ring on the battery cap was able to be seen when the cap was on the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.